Event description:
The patient was a male. The target lesion was the left main trunk to the mid left anterior descending (lad). The lesion was a restenosis lesion that was previously treated by balloon angioplasty. The vessel was slightly calcified and slightly tortuous. There was 95% stenosis. Pre-dilation was conducted with a sprinter 2.0 x 30mm balloon. Then, while the 3.0 x 33mm cypher stent was being inflated, contrast medium leakage was confirmed and the balloon ruptured at 11 atm of nominal pressure. The stent was left at the target lesion and only the delivery system was withdrawn because the stent had already expanded a bit. Then, the stent was post-dilated with a de slip 3.5 x14mm balloon and the procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.